Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "device malfunctioned by, inter alia, contracting, suffering degradation, buckling, perforating his bowel and causing a fistula, and causing an intense foreign body inflammatory response". It is reported alleged that as a result of these failures the patient underwent "removal of the defective device" however however the sample was not returned for evaluation and medical records are not available at this time. Inflammation and fistula formation are listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2002: the patient underwent repair of an incisional hernia. A bard/davol large oval composix kugel patch with reference number 0010202, lot number 43jmd300. As reported, sometime after placement the device malfunctioned by, inter alia, contracting, suffering degradation, buckling, perforating his bowel and causing a fistula, and causing an intense foreign body and inflammatory response. On (B)(6) 2014: as reported, as a result of these failures, the patient has suffered severe injuries and required substantial medical care which included, amongst other thing, removal of the defective device with complaints of abdominal pain. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2002: the patient underwent repair of an incisional hernia. A bard/davol large oval composix kugel patch with reference number (B)(4), lot number 43jmd300. As reported, sometime after placement the device malfunctioned by, inter alia, contracting, suffering degradation, buckling, perforating his bowel and causing a fistula, and causing an intense foreign body and inflammatory response. (B)(6) 2014: as reported, as a result of these failures, the patient has suffered severe injuries and required substantial medical care which included, amongst other thing, removal of the defective device with complaints of abdominal pain. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6) 2002 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿incisional hernia was found in the mid epigastrium with incarcerated small bowel. All scar tissue and adhesions involving the small bowel were taken down. A composix kugel mesh was placed in the abdomen at the fascial defect and sutured to the anterior abdominal wall.¿ (B)(6) 2014 - patient presents with abdominal pain. (B)(6) 2014 - patient was diagnosed with infected mesh thereby underwent exploratory laparotomy. (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent repair with removal of streptococci viridians and e. Coli infected mesh. Per operative notes, ¿several loops of bowel which were adherent to the mesh. The mesh was excised and a fistula was noted from the jejunal limb of bowel to the mesh.¿ attorney alleges that the patient had adhesions, bowel obstruction, fistulae, infection, pain, ring break, necrosis, fluid collection, wound vac and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "device malfunctioned by, inter alia, contracting, suffering degradation, buckling, perforating his bowel and causing a fistula, and causing an intense foreign body inflammatory response". It is reported alleged that as a result of these failures the patient underwent "removal of the defective device" however the sample was not returned for evaluation and medical records are not available at this time. Inflammation and fistula formation are listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct event date and explant date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 years 7 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, abdominal pain, adhesions, bacterial infection, ischemia, fistula, necrosis and bowel perforation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions, hernia recurrence and infection as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Updated fields: a2, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10, h11. Corrected fields: b3 (date of event), d.6b (date of explant) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.